Event description:
Additional information was received that continued low out of range pacing impedance measurements were observed resulting in the device emitting beeping tones. Ts discussed how to program beeping tones off. The physician will continue monitoring.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements of 200 ohms. All other lead diagnostics were noted to be stable. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.